Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Per internal procedures, the event information was reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. The device associated with this report was not received for examination. Patient medical records were received. The medical records reviewed and from a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. See attached report. Medical records reviewed, and report attached. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found one additional unrelated report (com-042531) against the provided product code/lot code combination. Com-042531 was reported for patient knee infection and is not considered a related patient harm to the current reported event. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for product and/or additional event information, if applicable, will be conducted by the legal group. Without the physical complaint sample associated with this report, it was not possible to conclusively determine if the device failed to meet specification. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 jun 2019 were reviewed 16 sep 2019 for MDR reportability. On (B)(6) 2013, the patient underwent a right knee arthroplasty due to degenerative joint disease. Two depuy cement products were used during the primary operation. It should be noted that the operative note stated that competitor cement was used, but the sticker sheet negates that. This pc will contain the information from the sticker sheet with the part/lot information of the depuy cement. The surgeon reported no intraoperative complications. On (B)(6) 2017, the patient underwent a right knee revision due to tibial tray loosening at the cement to implant interface, tibial tray subsidence, pain, and swelling. The surgeon reported a stress crack of the medial tibial plateau with placement of the sleeve component, no further fixation was deemed required. Two depuy cements were utilized as well as depuy components. Doi: (B)(6) 2013, dor: (B)(6) 2017 (right knee).